Manufacturer narrative:
The impella device was returned. The provided data logs only contained approximately 30 minutes of data from (B)(6) 2022 while on aic ic4392. However, a transient high motor current event was observed which was followed by suction alarms, a loss of motor current pulsatility, and a reduction in pump flow. Visual inspection of the returned pump revealed biomaterial around the impeller. Therefore, the root cause of the low pump flow was ingested biomaterial. Refer to es2020-082 for further information. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump exhibited low flows, and the patient developed a hematoma/bleeding at the access site when integrilin was introduced. A terumo radial band was placed on the radial artery in unit and the groin was redressed and resutured. The pump was replaced without further injury to the patient. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).